Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt said they found that they were were unable to charge ins last night. Pt says they had "turned it off because I had injections in my back and those were working but now I need an MRI on friday so I need to get it rebooted so I can do the MRI". Pt says they haven't charged in 7-8 months. Pt needs MRI but is in overdischarged state (most likely). The patient was redirected to their healthcare provider to further address the issue. Pt doesn't have managing hcp, but has a pain dr. Additional information received. Patient reported nothing was wrong with the device. It went into sleepmode from lack of use. Pain had escalated and felt no relief so patient turned it off after charging but due to amount of time patient was not able to turn back on. Patient reported they turned off device as they were able to get relief from injections so felt that with the low intensity of pain they could tolerate it. Medtronic assisted patient with removing device from sleepmode in order for device to begin charging. It was decided by physician to change out device for upgrade that would be more beneficial. Patient has appointment for replacement.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.